Manufacturer narrative:
Product ID 3889-28 lot# v447412, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, there was a loss of efficacy. A "possible lead fracture" was reported. The implantable neurostimulator and lead were explanted and replaced. Normal battery depletion was also noted. It was stated the patient recovered without sequela. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that there were no anomalies. Analysis of the lead (lot#v447412) found that the body had been broken at or near the tines. A system test from the ins to the broken end of the lead revealed that the output was good. All conductor wires in the lead were broken 5.2 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.